Manufacturer narrative:
Manufacturer email: (B)(4).

Event description:
It was reported that during a procedure, error 103 (mmcu chiller communication) occurred. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.